Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support confirmed the cartridge alarm 35 and arranged for a replacement pump to be sent to the customer. The customer was instructed on how to store the current pump and return it using a pre-paid label, and will use multiple daily injections as a backup to ensure insulin delivery is not interrupted.